Event description:
Information was received indicating that this ambulatory infusion pump under delivered by -8.55%. It was also noted that the pump had a scratched screen. No adverse patient effects were reported.